Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p). The noise was not reproducible with isometrics. There was oversensing of the noise but reportedly no pacing inhibition. The rv lead was surgically abandoned and replaced. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.